Manufacturer narrative:
As the balloon was not returned for evaluation, so an exact cause of the issue could not be identified. However, based on our investigation, a gas loss can occur due to one or more of the following probable causes: a gas gain or loss in the iab circuit takes place when a gas gain or gas loss has been detected in the iab circuit respectively .when a cumulative shuttle gas gain loss exceeds 5 cc ,relative to the last autofill volume .the alarm activates when iab inflation period is greater than or equal to 80 milliseconds and the deflation period is greater than or equal to 250 milliseconds. As there was no confirmation of iabp issues ,loose catheter connections ,catheter occlusions or restrictions or due to leaks in iab .

Event description:
It was reported during use the intra-aortic balloon (iab) showed gas loss alarm.fse observed iab disconnect message in logs.there was no patient harm and injury reported.